Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search by lots indicates that the reagent lot performs as expected for this product. Trending was reviewed and did not identify any trends for the product for the issue. Accuracy testing was performed using an in-house retained reagent kit of the complaint lot. Testing meets acceptance criteria, and the product is performing as expected. The device history record was reviewed and did not identify any non-conformances or deviations associated with the lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for the architect tsh reagent lot 29450ud00 was identified. G1 all manufacturers: g1 - contact information has been updated to included new contact name, email, address, phone number, and fax number.

Manufacturer narrative:
Patient identifier: sid (B)(6) (too many characters to fit in field). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed architect tsh result for a patient while running on the architect i2000sr analyzer. The following data was provided: sid (B)(6): on (B)(6) 2021: initial result = 0.050 miu/l; on (B)(6) 2021: repeat result = 3.039 miu/l (normal range: 0.35-4.94 miu/ml) there was no impact to patient management reported.